Event description:
This pt was presented to the emergency room (ER) 13 days post procedure stent placement with complaints of intermittent right hand numbness. She had an MRI/a that showed some in stent thrombus with distal embolization. She was treated with plavix assay and she was non-responder. Per the physician, this was a failure of the antiplatelet regimen, not the stent. She was heparinized and sent home on coumadin. Her course has been uneventful since then and she has no permanent neurological deficit. She had coil embolization and did fine. Reportedly, the pt was discharged on standard asa and plavix therapy (325 mg and 75 mg, respectively) post stenting procedure. Six months prior, this pt underwent stent placement. This female pt who presented with a history of headaches for which she sought medical attention. Imaging studies including CT angiogram revealed findings of a left superior hypophyseal aneurysm form which the pt underwent surgical intervention initially with attempted coiling, which was aborted due to wideness of the neck of the aneurysm. The right groin was prepped and draped in the usual sterile manner and the skin and subcutaneous tissues overlying the right common femoral artery was anesthetized with 1% lidocaine. The right common femoral artery was punctured with a 5f micro-puncture set and long 6f sheath was placed. The 5f vertebral catheter was advanced over the terumo guidewire and advanced into the right common carotid artery. Multiple projections angiograms were performed. The common carotid artery was normal in size, course and caliber. At the bifurcation, there was a focal smooth plaque arising from the medical wall of the proximal internal carotid artery. This plaque was non-flow limiting. The remainder of the cervical interior carotid artery (ica) was normal. The external carotid artery (eca) trunk and visualized branches were normal. The right carotid artery multiple angiograms was performed. The pt was status post craniotomy for aneurysm clipping. The petrous, cavernous and supraclinoid segments were normal. There were aneurysm clips located in the region of the posterior communicating artery (pca) and ica terminus. There was filling of the posterior communicating artery and flash filling of the pca. No residual or remnant aneurysm was seen at either location. The mca nd aca branches were normal. No other aneurysm was noted. The catheter was advanced into the right vertebral artery and multiple angiograms were performed. The distal right vertebral artery was normal in course and contour. The catheter was advanced into the left internal carotid artery and multiple angiograms were performed. At the junction of the distal genu and the supraclinoid carotid segment, there was a 6.15 mm l x 5.8 mm h x 5 mm w superior hypophyseal aneurysm that pointed inferiorly and medially. The neck was wide measuring 4.75 mm x 4.75 mm and incorporated the entire medial wall of the carotid artery. A small posterior communicating artery also noted. A 5f vertebral catheter was removed and replace with a 5f-guiding catheter and positioned in the left internal carotid artery. The prowler select microcatheter was advanced over the synchro ii microguidewire in to the left mca trunk. The enterprise stent 4.5-x 28 mm stent was advanced to the tip of the microcatheter (mc). The mc was withdrawn proximally and the distal stent tines placed proximal to the origin of the anterior choroidal artery. On the lateral view, the tines were at the level of the posterior communicating artery. The stent was deployed without difficulty. Control angiogram was done after the stent was deployed but the stent wire was across the stent. The stent completely covered the aneurysm neck. The distal stent tines were proximal to the anterior choroidal artery and distal tines are located in the proximal horizontal cavernous segment. The microcatheter was removed and final control angiogram was performed in multiple projections. There was filling of all vessels. No evidence of distal embolization was seen. The aneurysm continued to fill. The puncture site was noted to be above the common femoral bifurcation. The groin was sealed with an angioseal device. The pt was discharged the next day with these medication 75 mg plavix qd until coiling procedure, which was planned in 2008.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.